Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise oversensed by device and led to inappropriate mode switching. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.